Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they alleged for possible over insulin delivery which lead to low blood glucose in the range of 40mg/dl. Customer¿s current blood glucose was 86mg/dl and below 70mg/dl. Customer stated that drive support cap was normal. Customer further stated that they no longer alleged for over delivery. Insulin pump will be return for analysis.